Event description:
Reportedly, during the routine f/u of the device involved in this report, no memory was available and no pt file was created by the programmer. It should be noted that the device pacing mode was set to air and there was no ventricular lead connected.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.